Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-15514. Related manufacturer reference number: 2017865-2019-15515. It was reported that patient deceased and the primary cause of death was unknown.

Event description:
New information notes that the cause of death was cardiac.